Event description:
The following was originally reported by the pt: the pt alleged on the underwent bilateral inguinal hernia repairs with perfix plugs. Following surgery pt complained of lower abdominal pain over incisional sites. An x-ray from 2009 found fluid around the bladder that was not treated. The following is based on medical records provided by the pt: (B)(6) 2004 - pt underwent bilateral inguinal hernia repair with two perfix plugs. On (B)(6) 2012 - office visit: lower left abdominal pain, bilateral cystic mass, lymphocyte seroma. On (B)(6) 2012 - consult: inguinal pain: treatment options antibiotics, aspiration of fluid from left side or pain clinic for injections.

Manufacturer narrative:
Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The pt reports pain increasingly since the time of implant. The surgeons the pt has seen have not recommend removing the mesh. A CT scan performed in 2010 revealed a collection of fluid in the inguinal canal however there is no indication that aspiration of that fluid took place. A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. Additionally, the mesh remains implanted. With the currently available info, no conclusion can be drawn. If additional info is provided, a supplemental report will be submitted. See MDR 1213643-2012-00687 for info related to the first perfix plug implanted on the right side on (B)(6) 2004.